Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture via a merlin.net transmission. In clinic, the loss of capture could not be reproduced. The patients condition was good.